Event description:
A customer contacted baxter's (B)(4) to report a separation with the homechoice (hc) machine at "connect bags." The home patient (hp) stated that she spiked the first bag and then the spike popped out. The technical service representative (tsr) had the hp cycle the power and explained that the hp would need to discard the supplies. The hp stated that he would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If additional information becomes available, a follow-up MDR will be submitted.